Event description:
A patient with left proximal ureteral stone to or under general anesthesia for cystoscopy, pyelogram, ureteroscopy, holmium laser lithotripsy, and placement of ureteral stent. A 500 micron laser fiber was used. The surgeon stated the fiber "malfunctioned" and the tip broke off approx 2 cm. The broken segment was removed with grasping forceps without difficulty.